Manufacturer narrative:
The account found the rocker arm was broken. The account replaced the rocker arm to repair the stretcher.

Event description:
The account alleged that the brake at the foot end of the stretcher will not hold.